Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented emergently with abdominal pain. The CT (computed tomography) scan revealed a possible type ib or iiib endoleak and aneurysm growth by 6.8cm. The physician elected to treat the patient by relining with a gore (non-endologix) device and embolizing the lumbars on (B)(6) 2019. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the sac growth based on the medical records and imaging available to review. The indeterminate endoleak is confirmed by medical records, however clinical was unable to determine without medical imaging if the endoleak is a type iiib or a type ib. Device, user, procedure or anatomy relatedness of this event could not be determined. The procedure related harms identified were a prolonged hospital stay and a procedure related transient kidney injury. During review of the discharge summary, clinical also identified type ii endoleaks of the inferior mesenteric artery (ima) and left internal iliac artery that were treated at the time of the non-endologix reline with coiling. The final patient status was reported as discharged in stable condition with home health support eight (8) days following endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented emergently with abdominal pain. The CT (computed tomography) scan revealed a possible type ib or iiib endoleak and aneurysm growth by 6.8cm. The physician elected to treat the patient by relining with a gore (non-endologix) device and embolizing the lumbars on (B)(6) 2019. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported. Additional information: clinical review identified an endoleak of indeterminate origin but was unable to determine if it was a type 1b or type 3b, and identified type 2 endoleaks of the inferior mesenteric artery (ima) and left internal iliac artery that were treated at the time of the non-endologix reline with coiling.